Event description:
A customer contacted beckman coulter inc., (bci), and reported that three erroneously low glucose (glucm) patient results were generated while running in duplicate mode on unicel dxc 600 pro synchron clinical systems. Unknown what results were reported. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the glucose electrode. It had 3 days left of the 6 month on-board dating. The electrode is not available for return. Root cause of this event is unknown.